Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump downloaded properly to carelink. However, several displayable history crc check failed alarms were found at the alarm history file due to a corrupted history file. The insulin pump was programmed with correct time and date and monitored for several days; several boluses were programmed and delivered. All boluses delivered during our testing and during the time the insulin pump was monitored were properly recorded and recorded at the daily totals and bolus history screens. The carelink report shows all bolus delivered however, unable to retrieve data from (B)(6) 2017 due to corrupted history file. No bolus anomaly or bolus history anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that bolus was not recording in bolus history. Customer reported that issue had occurred for months. Customer's blood glucose was over 200 mg/dl. Customer was advised that insulin pump would need to be replaced.